Manufacturer narrative:
Follow up report (B)(4). No product was returned however pictures were provided; one picture shows a porous coated shell which appears to have been explanted as contains tissue and blood. The second picture shows a durom large head and an unidentifiable adaptor and a stem is visible in the background. There does appear to be dark material within the taper of the adaptor however without the product being returned it is not possible to confirm what this might be. A review of the device manufacturing records for the metal head confirmed no abnormalities or deviations. A review of the device manufacturing records could not be performed for the remaining products on this complaint due to missing lot numbers. As all devices in this complaint apart from the head is unknown, a compatibility check of the entire system cannot be performed limited lab results were received from the complainant and reviewed by a health care professional. The review identified high blood cobalt and chromium levels. An x-ray was received and not reviewed by a radiologist as there is no date provided for the left tha x-ray and the patient has been implanted since 2008. Based on the available information, the reported elevated metal ions can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10. Metasulâ® ldhâ®, head, 40, code f, taper 18/20, item# 0100181400 lot# 2385666. Unknown durom cup item# unknown, lot# unknown. Unknown stem item#, unknown lot#. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial hip arthroplasty. Subsequently, approximately 17 years post implantation, the patient underwent a revision surgery due to pain, osteolysis and elevated metal ion levels. Diligence is completed and no further information on the reported event has been provided.